Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly tortuous and calcified common femoral artery using perclose proglide devices. Reportedly, during deployment of the first proglide device through a 6-french sized access site an anterior needle-to-cuff miss occurred. The device was removed over a guide wire and the suture from two additional proglide devices were sequentially deployed opposite in orientation and set to the side. The access site was sequentially dilated from 6-french to 10-french to 18-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as the analysis of the device revealed that the posterior cuff remained in the posterior foot pocket after needle deployment. Additionally, it was found that one of the anterior cuff tabs measuring approximately 0.01 by 0.01 inches was broken off and was not returned with the device. The location is not known. There have been no reported patient effects. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.